Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Return requested. Replacement usb-a to usb-b 1m cable shipped to site 08/07/2015. Suspect usb-a to usb-b 1m cable, returned to manufacturer on 08/17/2015. Medtronic investigation of returned suspect device finds that the cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. Return requested. Replacement I/o hub enclosed pca shipped to site 08/07/2015. Suspect I/o hub enclosed pca, returned to manufacturer on 08/17/2015. Medtronic investigation of returned suspect device finds that when connected to a known good system the I/o hub was found to be fully functional. No problem found. Device found to be fully functional. Return requested. Replacement spectra rohs scu kit shipped to site 08/07/2015. Suspect spectra rohs scu kit, returned to manufacturer on 08/17/2015. Medtronic investigation of returned suspect device finds when connected to a known good system the scu was not able to initially communicate with the psu, although both psu and scu were powered without fault lights. After about an hour, communication was restored along with normal function. A check of the event log indicated a history of scu router errors. This part has not been previously returned for a failure. Electrical failure. System fault code - scu router error. Reported issue was replicated. Unit was not able to communicate with psu due to a faulty component on the main board. On 08/08/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4)

Event description:
A medtronic representative reported that while in a cranial procedure, the navigation system had no camera communication. Both the polaris spectra system control unit (scu) and positioning sensor unit (psu) were receiving power, and all camera cables showed no damage. In trouble-shooting, the ndi configuration toolbox showed that the camera was not communicating. Unplugged and replugged the I/o hub to computer connection, then unplugged and replugged all the cables and power cycles the scu, however, the issue was not resolved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.